Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_pouch_acc, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that the pump was removed due to infection and that a second surgery was required because the net was left in the patient after the first surgery. It was indicated that this caused a severe infection and the netting had to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.